Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the monitor is alarming on a speaker on the central station but not alarming at the bedside. It is unknown if the device was in use at time of event, and there was no adverse event reported.